Event description:
Customer reported a communication loss between the panorama central station's server and wireless transceiver (tim), which may have affected telemetry monitoring. No pt injury was reported.

Manufacturer narrative:
Company rep evaluated the system and corrected the problem by rebooting the central station's server.